Event description:
During routine follow-up, left ventricular (lv) threshold was increased due to a suspected cause of lv lead dislodgement. In addition, non-sustained right ventricular oversensing was observed likely due to post-paced t-wave oversensing. The device was reprogrammed to resolve the event including a change in lv configuration and modification of sensibility. The patient was stable with no adverse consequences. Related manufacturer reference number: 2017865-2020-06762.